Manufacturer narrative:
(B)(4). Examination revealed that the stent had moved on the balloon, so that it's proximal edge was 3mm distal to the distal side of the proximal markerband. The stent was damaged on its proximal section. Thus, the overall elongation to the midshaft was 160mm greater than the expected length. There were kinks along the entire length of the hypotube. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. A 03015 inch sized product mandrel was inserted through the lumen with no restrictions noted. A review of the manufacturing documentation found that the device met its material, assemble and product specifications at the time of release to distribution. The most probable root cause is operational context, as device performance was limited due to anatomical and or procedural factors. (B)(4).

Event description:
Reportable based upon analysis completed 4/15/2009. It was reported that during a percutaneous coronary intervention procedure, a shaft kink occurred. The lesion being treated was located in the left circumflex (lcx). The physician was unable to deliver the 2.75x32mm taxus express2 stent to the ostium of the lcx and a shaft kinked was noted upon removal. The procedure was successfully completed with a different device. No pt complication or injuries were reported. Pt condition listed as "good".